Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a detached end cap. The drive support disk was inspected and no anomaly was noted. The functional testing could not be performed due to the physical damage. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window, a cracked case at the reservoir tube window corner and bleeding display glass.

Event description:
The customer's father reported via phone call that the casing of the customer's insulin pump came off and that wires were exposed. The customer had also been experiencing high blood glucose. The customer's blood glucose was 371 mg/dl. The customer treated the blood glucose with an insulin pen. The customer's father confirmed that the issue did not result in a serious injury or hospitalization. During troubleshooting, the customer explained that the drive support cap was loose and that the insulin pump was not dropped or bumped. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.